Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error and broken force sensor was detected during seating or regular delivery error. The customer stated that there was crack at back of the insulin pump where the battery inserts to the bottom. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm. The problem is isolated to the electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify pump error 35 due to critical pump error alarm. Device had cracked case. Device p-cap / test reservoir locks in place properly.